Event description:
A 2.5 mm diameter x 12 mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a patient for the treatment of a circumflex lesion. The vessel morphology was reported to have been calcified. The lesion was pre-dilated with an unknown balloon. It was reported that the physician first attempted a different manufacturer's stent that could not cross lesion. The 2.5 x 12mm endeavor drug-eluting coronary stent delivery system was then attempted. It was reported that the physician was pushing the endeavor stent very hard in attempting to cross the lesion, but the stent could not cross. The delivery system was removed by pulling the stent back into the guide catheter. The endeavor stent was noted missing and a search by the physician could not locate the dislodged stent. The case was concluded and all devices were removed. The delivery system was not returned. Review of the procedural films revealed the dislodged stent was in the left main. It was reported that the patient refused to give permission to retrieve the dislodged stent. It was unknown if the patient was put on any medication post procedure. The patient was reported to be fine.

Manufacturer narrative:
Evaluation codes, results: embolism-device. Do not attempt to pull an unexpanded stent back through the guide catheter.